Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The field service engineer inspected the analyzer and performed internal checks. He also cleaned the analyzer, retested the patient samples, and verified that it is performing according to specifications. The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. Product labeling states: "interpretation of the results - all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay." "Retest result - one or both of the duplicate retests have a coi = 0.9. Final result/interpretation - repeatedly reactive further steps - confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline the analysis of a follow-up sample is recommended." The investigation determined that single false positive results can occur and are covered by the assay's specificity claim. The elecsys anti-hcv ii is performing according to specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-hcv ii results for 2 patient samples tested on the cobas e 411 analyzer (rack system). Patient samples 1 and 2's historical anti-hcv results were "negative". The elecsys anti-hcv ii results were "positive". The confirmatory results from a service laboratory were "positive." The questionable results were not reported outside the laboratory.